Event description:
It was reported, that the light source generated an e207 emergency light error. The main light and the emergency light was on, but the backup light was out. The issue occurred, during preparation for use. For an upper endoscopy procedure. That was completed by using the same equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the clv-190 emergency light lamp is constantly on during pre-use inspection, front-panel emergency light lamp flashes always, and the do not switch to an emergency light, could not be identified. Presumably, that corrosion expansion occurred due to corrosion around the lead pin due to moisture absorption, and the weld was damaged, preventing the emergency light from turning on. Thus, it is assumed that the front panel emergency light indicator flashes and the error code is informed. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿as a result of checking the instructions for use and labeling of the products, there were no abnormalities that could lead to the phenomenon.¿. Olympus will continue to monitor the field performance for this device.